Manufacturer narrative:
As no sample material was available for further investigation, a specific root cause could not be identified. From the information provided, a general reagent issue could most likely be excluded.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high elecsys ft4 ii assay results from a cobas 6000 e 601 module when compared to the results from a dialysis method. The serial number of the cobas 6000 e 601 module was requested but was not provided. The customer provided data for 33 patient samples tested between january and september 2017. The specific dates of testing were not provided. Specific numeric results for each sample were requested but were not provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Further information regarding the dialysis method was requested but was not provided.